Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was explanted during a procedure performed to replace the implanted cardiac resynchronization therapy pacemaker (crt-p) due to normal battery depletion. Additional information stated the physician suspected the elevated threshold was caused by the lead's location in the ventricle. A new epicardial lead was implanted at the procedure. No adverse patient effects were reported.